Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction initial reporter information - correction e1 initial reporter telephone number: (B)(6).

Event description:
Subsequent to the initial MDR, a correction is required

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.